Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The spouse reported that the customer was brought to emergency room due to high blood glucose. Customer blood glucose was 600 mg/dl. Customer was treated in the emergency room for high blood glucose with drip. The customer had diabetes ketoacidosis. Customer's blood glucose at the time of emergency visit was 700 plus mg/dl. Troubleshooting was done for high blood glucose. Assisted with performing the high pressure test. Test passed. The insulin pump is working as designed. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.